Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Nurse reported patient experienced elevated blood glucose levels of approximately 500 mg/dl; went to the hospital. Nurse stated on (B)(6) 2014 patient was in the intensive care unit; was treated with insulin via perfusor. Patient's blood glucose level was 515 mg/dl. Patient's normal blood glucose level was not provided. Patient is in a regular unit as of (B)(6) 2014 and is currently on (B)(6). Nurse alleges insulin delivery is too low. No further information available. Requested return of the alleged infusion device for evaluation.